Event description:
Patient was revised due to multiple dislocations. Exposure took place. The head was removed with a drift. The liner was removed in multiple pieces with a combination of osteotomes and the jackscrew technique. The doctor commented that the rim of the liner appeared to be broken and was a case of dislocation. Trailing was done with a 20 degree 50mm/22 liner and a +10/22mm head. A 50mm/22mm constrained liner was then implanted followed by a 22mm +10 head. The hip was then locked and asserted for stability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient requested.